Event description:
A report was received that a patient was experiencing difficulties coupling the charger to the ipg. The patient underwent a revision procedure, and the ipg was relocated to the patient's abdominal area. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.